Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call of a low battery alert and no delivery alarms from the insulin pump. The customer's blood glucose reading was 356 mg/dl. The customer stated that the type of battery used is (B)(6). The customer stated that she did not receive a low battery alert prior to the off no power alert. The customer stated that she took a correction of manual injection. The customer also stated that she had problems with the pump randomly shutting off. The customer stated that she put in a new battery today and it will go down almost immediately down to three bars. The customer stated that she will get no delivery alarms and will have to rewind and prime the pump 7 to 8 times before it goes through. The customer was advised to continue wear of the pump until the replacement arrives.